Manufacturer narrative:
H.6. Investigation: our quality engineer was unable to verify the reported complaint. Photos or samples are not available for analysis and because no objective evidence of this issue was found during the analysis of the device history record and quality notifications for the claimed lot, it was not possible to verify this complaint as being generated by manufacturing process. H3 other text : see h.10.

Event description:
It was reported that during use of the angiocath 22ga x 1,00in 0,9 x 25mm the hub is cracked, because of the cracks the access is lost. Foreign complaint the following information was provided by the initial reporter, translated from portuguese to english: the hub is cracked, then it cracks and the access is lost.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the angiocath 22ga x 1,00in 0,9 x 25mm the hub is cracked, because of the cracks the access is lost. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: the hub is cracked, then it cracks and the access is lost.